Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020 at 4 am. It was reported that the customer had high blood glucose levels of 24.8 mmol/l at the time of hospitalization. It was reported that the customer changed the infusion set on (B)(6) 2020. It was reported that the insulin pump received multiple pump error alarms. Troubleshooting was performed. Customer also stated that able to clear and able to rewind insulin pump. Customer¿s blood glucose level was 24.8 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Device was monitored for 3 days. No pump error 23, pump error 49, pump error 68, pump error 4 or pump error 53 noted. Device was returned for pump error 4 and pump error 53. History file analysis confirmed pump error 4 followed by pump error 53 due to software error. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.